Manufacturer narrative:
H10: additional manufacturer narrative: updated: b2, b5, b7, d4, g3, g6, h2, h4 and h6 (health effect - impact code) all pertinent information available to edwards lifesciences has been submitted.

Event description:
It was reported that a 33mm 7300tfx mitral valve was disabled via valve-in-valve procedure after an implant duration of four (4) years, four (4) months due to mitral regurgitation secondary to degeneration. The patient presented with heart failure and shortness of breath. The tmvr procedure was successfully performed with a 29mm 9600tfx transcatheter valve. The patient tolerated the procedure well with no pvl and a post-op gradient of 4mmhg.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. Reports of device issues (e.g., damage) related to patient and/or procedural factors without evidence or allegation of malfunction do not require engineering evaluation. The most likely cause is patient factors, including a history of congenital heart disease. All pertinent information available to edwards lifesciences has been submitted.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 33mm 7300tfx mitral valve was placed under consideration for a valve-in-valve procedure after an implant duration of 4 years, 3 months due to mitral regurgitation secondary to degeneration. The patient presented with heart failure and shortness of breath.